Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00780701501 supine alignment frame 62543092.

Event description:
It was reported that the black rubber washer on the frame was degrading due to washes, no patient involvement. Attempts have been made an no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and visual inspection was performed and did verify degradation of the black rubber washer. Fragments of the washer nearly detached. Inspection of the alignment frame showed no damage where the black rubber washer seats. All pieces returned. DHR was reviewed for deviations and / or anomalies with no related deviations / anomalies identified. A definite root cause cannot be identified. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.